Manufacturer narrative:
The complaint was forwarded to the manufacturer, vygon germany, for their evaluation. The investigation summary is as follows: the catheter of the returned sample snapped at the junction (pink hub) of catheter tube and extension line. The sliding clamp was still connected and closed. The catheter tube was shortened by the user at approx. 16 cm; we did not receive the rest of it. A microscopic examination of the breakage areas showed the typical rough surface for a tensile breakage (see photos). From previous complaints we have seen the following as possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it. This can place stress on the line resulting in a tensile fracture; routine care - when lifting the baby to change bedding can stress the line; movement - the baby themselves catching the line, normally with a foot can stress the line. Use of disinfectants - it is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material and make catheters susceptible to fracture. Each catheter is flow and leak tested, and a 100% visual test is carried out. The tensile force of catheter tube and extension line is also randomly checked. For the involved batches the tensile force was between 2,49 n and 3,87 n and therefore within the specification (min. 1,5 n). As each catheter is leak and flow tested before packaging and the catheter has been used for 11 days before it snapped, we do not believe that this was caused by a manufacturing defect. Additionally, this is the first complaint received for batch 8036760. There is no other complaint for code (B)(4) regarding snapped catheters. Corrective action: as each catheter is flow and leak tested before packaging and the catheter worked well for 11 days, we suspect that this could be due to device use. Further corrective action will not be initiated at this time based on no other complaints; however, vygon will continue to monitor for this issue.

Event description:
Verbatim from incident report and discovering facility: "baby PICC line either disconnected from hub or broke off; discovered during xray . There was no tugging of the line and the line did not get caught on the xray tray. PICC dressing intact, but pink hub disconnected / broken off from actual PICC line (ogh PICC line)." Upon questioning, the discovering facility had not noted any leaking or issues with the line prior to this. It was still dressed with the insertion dressing with intact site and infusing well. Line needed to be removed. Baby had subsequent pivs and later required another PICC line insertion which was unsuccessful multiple times and thus wound up with a surgical "cut-down.

Manufacturer narrative:
The failed sample has been returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
Verbatim from incident report and discovering facility: "baby PICC line either disconnected from hub or broke off; discovered during xray . There was no tugging of the line and the line did not get caught on the xray tray. PICC dressing intact, but pink hub disconnected / broken off from actual PICC line (ogh PICC line)." Upon questioning, the discovering facility had not noted any leaking or issues with the line prior to this. It was still dressed with the insertion dressing with intact site and infusing well.  Line needed to be removed. Baby had subsequent pivs and later required another PICC line insertion which was unsuccessful multiple times and thus wound up with a surgical "cut-down.